Event description:
A dentist while doing a full teeth restoration, the pt was burned on both cheeks.

Manufacturer narrative:
The pt was burned on both cheeks. Cheeks blistered to size of a quarter. Pt was told to use over the counter vitamin e ointment. He did heal completely. The evaluation of the handpiece show as following: debris level of this handpiece is medium. Bearings grinding. Bearings falling apart. Head gets very hot. (B) (6) wobbles. The reason for overheating of the handpiece were the high friction caused by the bearing. The handpiece has not been serviced / repaired since 6/2006. We suggested a regular service check according recommendation user manual. Office uses an assistina for care and maintenance.